Event description:
The manufacturer received information alleging a ventilator stopped delivering airflow. It was reported that the patient's blood oxygen level decreased during the alleged occurrence. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator that stopped delivering airflow. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.